Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: was there a hole in the primary packaging (hole in tyvek) that compromised the device sterility? Is device being returned for analysis?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the packaging presented a defect (hole). Another like device was used to complete the procedure. There were no adverse consequences for the patient.